Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s wearable failed. The patient was also wearing a tandem insulin pump. At an unspecified time later, the patient felt sick and was vomiting. Around 2am, the patient was taken to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was taken but the patient could not recall the specific value. He was ultimately diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and IV insulin. The patient was discharged home after 2 days. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a sensor failure after warm-up occurred. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D4 model no - additional. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - correction. D4 primary UDI number - correction. H2 correction/additional information. H4 device mfg date - correction.

Event description:
Subsequent to the initial MDR, a correction is required.